Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 683 mg/dl. The customer experienced high blood glucose levels and thirst all day. It was also stated that the insulin pump stopped working. The nurse and customer both felt that the insulin pump should be replaced. Troubleshooting was declined.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.